Event description:
It was reported the patient had his ipg replaced because the ipg was inoperable and it is unknown if it is due to the patient not charging. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one restoring therapy.